Event description:
Complainant alleged that during a routine shift check by a clinician, the multifunction cable would not allow the defibrillator to discharge. The complainant indicated that there was no pt involvement in the reported failure.